Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the experienced symptom false upstream occlusion alarms which was not reproduced. Experience of the alarm during functionality testing and review of the history log confirms that upstream occlusion alarms had occurred. The confirmed symptom was found to be caused by wide inscribed pin dimension on the upstream sensor. The upstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed a false upstream occlusion message. There was no patient involvement.